Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly calcified and mildly tortuous iliac artery. A 10mm non bsc stent was advanced and deployed in the target lesion. Then the 10.0mm x 20mm, 75cm mustang balloon catheter was advanced for post- dilation of the recently deployed stent. The balloon was inflated however it ruptured at an unknown atmosphere and at an unknown number of inflation. The device was completely removed from the patient. The procedure was completed using an unspecified size sterling balloon catheter. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).